Event description:
It was reported that there was a known high out of range pacing impedance issue with this left bundle branch lead since implant. It was noted that the patient underwent a magnetic resonance imaging (MRI) despite the system being MRI non-conditional. The lead remains in use. No adverse effects were reported.